Event description:
--

Event description:
Boston scientific received information that this pacemaker was interrogated back in (B)(6) 2014 and had an estimated longevity of greater than 1.5 years. Approximately two months later the patient returned to the hospital with shortness of breath. The pacemaker was interrogated and had a battery status of elective replacement time (ert) and was programmed to pace/sense in the ventricle only at 50 paces per minute. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.